Event description:
It was reported that the tandem provided usb cable and wall adapter do not charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was able to charge the pump with an alternate cable and wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.